Event description:
It was reported by the customer "PICC was placed in ir on 3/4 the patient was dc¿d and went to a different facility later because the catheter was not flushing. The patient reports a medallion syringe was used to power flush it, and after that she begin having pain in her arm from infusions. Then she came back to us, that PICC line was removed due to fracture and another PICC line was put in in ir. No patient harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "PICC was placed in ir on 3/4 the patient was dc¿d and went to a different facility later because the catheter was not flushing. The patient reports a medallion syringe was used to power flush it, and after that she begin having pain in her arm from infusions. Then she came back to us, that PICC line was removed due to fracture and another PICC line was put in in ir. No patient harm." Additional information provided with returned sample: patient was admitted (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was a 4fr single lumen powerpicc with an extension tube attached to the luer. A large longitudinal split was observed proximal to the 10cm depth marking. Microscopic inspection of the split revealed the edges were wavy and smooth in texture. The fracture surface was observed to be granular. The features of the split in the catheter are consistent with damage due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.